Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, grinding and popping and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, grinding and popping and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update rec¿d (B)(4) 2013 ¿ pfs and medical records received. Part/lot was provided. Revision operative notes indicated metallosis. There is no new additional information that would affect the existing MDR decision. Records are attached for further review.

Manufacturer narrative:
This is a duplicate report of 1818910-2011-18741. Report # 1818910-2013-23370 will be rejected. Report # 1818910-2011-18741 will be kept for investigation purposes.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.